Event description:
The surgeon reported that postoperatively his patient had an arcuate corneal incision that healed in an irregular fashion causing irregular astigmatism. He indicated that the laser procedure went smoothly with no issues. Currently, the patient was retractable to 20/20 with a contact lens.

Manufacturer narrative:
The surgeon reported no problems with the laser procedure. The laser settings for this case were provided to the manufacturer and there were no findings that would indicate a performance issue. The device history records were reviewed and there were no unusual findings related to the reported issue. Data available is not sufficient to either establish or deny a causal relationship between the event and the device. (B)(4).